Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found dead at home. The ventricular assist device (vad) was reported to have exhibited a vad disconnect alarm and the vad stopped. An autopsy is expected to be performed.

Event description:
It was further reported that two weeks prior to the patient being found dead at home the patient was admitted for an infection. The patient was treated and discharged home with no other treatment. The patient was reported to have had several low flow alarms up until the patient's death that were suspected to be due to arrhythmias. It was suspected that the patient attempted to change both of the controller power sources at the same time.

Manufacturer narrative:
A supplemental report is being submitted due to additional information. Newly received information includes additional details leading up to the patient's death. Additional products: d1: heartware ventricular assist system controller 2.0; d4: model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2018 / serial#: (B)(6); UDI#: (B)(4); d10: no; h3: no, device evaluation anticipated, but not yet begun; h4: mfg date: 14-dec-2017; h5: no; h6: patient code(s): c26726, c2881, c28554 h6: device code(s): c63318 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11. Additional information has been requested regarding the infection, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) pump and the controller were not returned for evaluation. Review of the controller log files revealed that the pump's power consumption was within normal operating range through on (B)(6) 2020 and 40 low flow alarms have been logged since on (B)(6) 2020. The last data point recorded during which the pump was connected to the controller was logged on (B)(6) 2020 at 11:40:33 and revealed that a battery was connected to power port one with 95% relative state of charge (rsoc) and another battery was connected to power port two with 62% rsoc. The controller then powered down at 11:46:58. No anomalies were recorded leading up to the loss of power. A controller power up event was logged on (B)(6) 2020 at 16:24:16, with a subsequent vad disconnect alarm logged at 16:24:24, indicating that the driveline was not connected to the controller when it regained power. It is likely that the vad disconnect alarm contributed to the reported "vad stopped" event. As a result, the reported event was confirmed. Several additional controller power up events, without associated motor start events were then logged, indicating that the controller was no longer in use by the patient. Additional information received from the site indicated that the patient was treated for an infection two weeks prior the reported event and arrhythmia was suspected. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula / outflow graft, constriction at the outflow graft, poor vad filling, an inappropriate pump rotational speed and / or patient related factors. Based on the available information, a possible root cause of the loss of power can be attributed to a disconnection of both power sources as described in the event details. The most likely root cause of the vad disconnect alarm can be attributed to the driveline not connected to the controller when controller was not in use by the patient. Per the instructions for use, infection and cardiac arrhythmia are known potential complications associated with the implantation of a vad pump. There was no evidence that the patient had a history of clinical adverse event events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0 con317536, h3: yes, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 19, 22. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.